Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 300 mg/dl when compared to an hcp meter result of 450 mg/dl. The customer experience unspecified symptoms of hypoglycemia and seizure and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered an unspecified injection as treatment. Note that a sensor scan of 300 mg/dl is indicative of hyperglycemia and consistent with the diagnosis. There was no report of death or permanent injury associated with this event.